Event description:
On (B)(6) 2012, the reporter called animas alleging that the ok button is intermittently unresponsive (does not respond at times with the first button press). No adverse events or blood glucose excursions are reported related to this issue. The rubber is intact and symbols are present. Reporter alleged that the lens film is peeling from the pump and that the label with the serial number is missing. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. The contrast, up and down arrow keypad buttons were intermittently unresponsive during testing. The ok button responded appropriately. During investigation, evidence of contamination was found under the contrast, up and down arrow keypad contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.